Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the incident occurred while doing training with the staff, and smelled like something was burning. The rpms were set at 1400 which was getting like a 4.2 of flow. They walked away for a second and when they came back they could smell something like a burning smell. This is when she also noticed the s3 alarm. They did silence it which cleared the alarm all together. The device was turned off for a while and they have not experienced it again and have used it a couple times for training. No additional information was reported.

Manufacturer narrative:
Section d10, h3, h4, h7, h9: additional information. Section h1, h5, h8: correction. Manufacturer's investigation conclusion: the reported event of a s3 alarm and a smell coming from the motor was not confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis to ppe. The motor underwent a resistance and insulation test and functioned as intended. The motor was connected to a centrimag mock loop and ran without any issues. The motor was forwarded to the service depot. The motor was evaluated and tested. The reported event was unable to be verified or duplicated. The motor was tested with a test console and flow probe. The motor was run for an extended period of time and no s3 alarm, or any other alarms, occurred. No strange smell was detected. The motor always performed as intended and passed all tests. The kink in the motor cable was observed. The motor will be scrapped. The root cause for the reported event was not able to be conclusively determined through this analysis; however, the kink in the motor cable may have contributed to the reported event. No further information was provided. The manufacturer is closing the file on this event.